Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report no audio output from the receiver and a hypoglycemic event that occurred on (B)(6) 2015. Patient said she was at the store shopping around 7pm, felt fine and the next thing she knew she awoke in an ambulance that was called by a store employee. The paramedics told the patient her blood glucose level was 20mg/dl and administered her glucose and an IV. She was checked into the hospital and released at 11:30pm. Patient claimed that she is hypoglycemic unaware and that her receiver did not produce an audible alert, warning her of the event. Patient did not sustain any injuries. At the time of contact, no further medical intervention was reported.

Manufacturer narrative:
(B)(4). Neither product nor data was returned for evaluation. The customer complaint could not be confirmed. Additionally, it should be noted that diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.